Manufacturer narrative:
Additional information: d6b: explant date, reference (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a bioflo duramax 15.5f 32cm dual valve sheath basic kit. It was reported that the bioflo duramax catheter was leaking under the luer neck. Due to the leak in the dialysis catheter, blood leaked from the arterial limb; the treatment was aborted. The catheter was exchanged for another one.

Manufacturer narrative:
Corrected information: d1, d4, g1. Additional information: d9, e3, g3, h3. Received one (1) 32cm bioflo dialysis catheter for evaluation. As received, the catheter tubing was cut distal to the cuff. Fracture/hole of the extension leg tubing was confirmed at the junction with the arterial hub luer. No issues observed with the venous hub luer extension leg tubing. The customer's reported complaint description is confirmed for leak near the luer hub. There is a fracture/hole of the extension tube adjacent to the arterial hub luer. There are no visible indications that the failure is related to either the manufacturing process or associated tooling. The root cause for this type and location of the failure mode observed is due to over-torquing of the extension leg tubing-to-luer hub junction during cleaning/care and maintenance, i.e. Grasping the extension leg tubing rather than luer hub itself. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the following is provided as a reference from dfu item number 16600701-01: use only luer lock (threaded) connectors with this catheter. Scrub catheter luer lock connectors with an appropriate antiseptic after cap is removed and before accessing. Perform every time catheter is accessed or disconnected. If luer lock connectors are cleansed with a cleansing solution, allow the solution to dry fully before applying catheter end caps. Tape end caps between treatments to safeguard them against accidental removal. Close the extension clamps, remove the syringes, and place an injection cap on each luer lock connector. Avoid air embolism by keeping extension tubing clamped at all times when not in use and by aspirating then irrigating the catheter with saline prior to each use. With each change in tubing connections, purge air from the catheter and all connecting tubing and caps. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).